Event description:
It was reported that during the procedure, after advancing a 2.0 mm x 40 mm x 150 cm armada 14 balloon dilatation catheter (bdc) via left femoral access and ipsilateral approach, over a non-abbott guide wire and to a heavily calcified, 90% stenosed lesion in the non-tortuous left anterior tibial artery, without resistance, an attempt was made to inflate the armada 14 using a non-abbott inflation device, however, the balloon did not inflate at all; while a leak is suspected, the exact location of the leak on the armada 14 was unable to be obtained from the site. The armada 14 was withdrawn from the anatomy without resistance. A new 2.0 x 20 mm armada balloon catheter was used to complete dilatation successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the reported leak. A review of the complaint handling database found no similar incidents from this lot. Abbott identified the root cause of the leak, and will implement corrective actions to prevent recurrence of this issue per site procedures.